Manufacturer narrative:
Follow-up 6/14/2016: contact states pump requested another minimum of 50 units when loading a new cartridge. During troubleshooting with tandem technical support, the customer was able to load a new cartridge onto the pump successfully. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. It was also reported that the pump fill estimate was noted to be inaccurate. The customer's blood glucose (bg) levels were not impacted by these events; however customer reports experiencing unrelated elevated bg level of 350 (mg/dl) earlier. A bolus was delivered to address bg level. Reportedly, bg levels are back in range and therefore contact declined to complete any bg troubleshooting. Contact ended call stating that they would load a new cartridge. Recommendation was made to consult with their health care provider to discuss diabetes management.